Event description:
It was reported that it was noticed during a breast biopsy that the green cable connector is frayed. The customer was able to complete the case with no patient consequence. On device to be returned for analysis by the customer.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green able was broken at the connector. To correct the complaint, the analysis site replaced the green cable. The analysis site also found there were wires showing through the black cable, and to correct this issue the site replaced the black cable, and the blue cable was making a loud grinding noise during testing and to correct this issue the site replaced the blue cable. The safety latch was replaced due to it was bent and causing the unit to fire when in the locked position, the port shaft was replaced due to it was bent and the e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed qa inspection. After servicing, the unit passed all qa functional testing. Complaint information is trending on a regular basis to determine if further investigation is warranted.